Event description:
It was reported that patient had an 18cm cx inflatable penile prosthesis (ipp) cylinder that had herniated out of his left proximal corpora causing a perforation. The original cx was replaced with a 15cm cx on (B)(6) 2020.

Event description:
It was reported that patient had an 18cm cx inflatable penile prosthesis (ipp) cylinder that had herniated out of his left proximal corpora causing a perforation. The original cx was replaced with a 15cm cx on (B)(6) 2020.

Manufacturer narrative:
Field change d4.

Event description:
It was reported that patient had an 18cm cx inflatable penile prosthesis (ipp) cylinder that had herniated out of his left proximal corpora causing a perforation. The original cx was replaced with a 15cm cx on (B)(6)2020.